Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low-level failures alarm, variable 3, was confirmed in the formatted history file due to a cold/cracked solder joint found on pin 1 of the ambient light sensor. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 180 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer reported that self test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.